Manufacturer narrative:
The pump passed the displacement test and sleep current measurement. However, the pump failed the active current measurement due to an anomaly isolated to pcb2. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that their insulin pump had low battery alert. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.